Manufacturer narrative:
One cardiomems power supply was received for evaluation. External and internal visual inspections of the unit revealed that the power supply cable had exposed wires. The field reported event was confirmed.

Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.